Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high o2 concentration. According to the provided report, no safety or functional defects were found during the on-site inspection by our field service engineer. During a search in the device history record for the reported ventilator serial number, a similar case was reported. It was mentioned in the communication in that complaint that it was a continuation of this reported complaint. According to the information received, it was concluded that the o2 sensor was the cause of the reported high o2 concentration and that the problem was solved by replacing the o2 sensor and the cable for the o2 cell. The o2 sensor is used for monitoring only and does not affect ventilation. Analysis of the received device logs confirms the o2 concentration high. The logs also shows that expiratory minute volume high and peep high were also active during ventilation. Due to lack of information needed for the root-cause analysis, i.e. Complaint goods, we have not been able to identify the root cause of the failure mode.